Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. Console logs from the reported day of event are consistent with complaint and show alarm # 1035 (opm communication stopped) upon console boot-up. After console was brought to the lab, the issue was reproduced. Visual inspection of the console's internal components revealed broken cable that provides power from pbm to optical bench. This was due to the weight of mechanically unsupported ferrite, as the retaining clip was not securely attached to the optical bench carrier pcb. The cause of the controller alarm was loss of communication to optical bench due to broken cable that provides power to optical bench from pbm. Broken cable was result of unsupported ferrite due to cable retainer not being installed securely. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a controller error yellow alarm during preventive maintenance. There was no patient involvement.